Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the left ventricular (lv) lead exhibited failure to capture. The lv lead was not used and was not replaced. No patient consequences were reported.